Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: patient was supplied with parietex in this hospital on (B)(6) 2013 cause of hernia. Now he came cause of recurrent hernia. Intraoperative you could see a completely destroyed net which was the reason for this hernia. Net was tearable and friable.